Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reported right breast grade 3 capsular contracture. Device remains implanted.

Event description:
Physician reported right breast grade 3 capsular contracture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event capsular contracture was received on jan 22, 2025, with lot number 3611601. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure broken was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right breast grade 3 capsular contracture. Device explanted.